Event description:
Began the process for invisalign, (B)(6) 2015. Noticed speech difficulty, a whistling and a chipped tooth, as well as lip wrinkles after wearing the initial trays and decided to remove them. It's been almost a year now and I am having to go to speech therapy to help overcome the speech impediment given as a result of the product.